Event description:
Major inflammatory reaction [arthritis]. Knee effusion [joint effusion]. Case description: regulator-spontaneous report received on (B)(6) 2009 from a physician, via (B)(4), regarding a female pt whose age and initials were unk. The pt had a medical history of gonarthritis. The pt received an intra-articular injection of synvisc from batch p0905201201 using x-ray guidance with visipaque 320 mg. Arthrography confirmed that synvisc and visipaque were correctly injected intra-articularly. It was not reported if this was the pt's first, second, or third injection of synvisc. The pt experienced a major inflammatory reaction characterized by knee effusion on (B)(6) 2009, 48 hours following the synvisc injection. After the occurrence of the effusion, synovial fluid was withdrawn and analyzed. Lab tests showed several leukocytes, mainly eosinophils. There were no microcrystals and the fluid was sterile, no bacteria or fungi present. The case was assessed as serious (the serious criterion was not reported). As of the date of receipt of this report, the pt's outcome was unk. Add'l info was received on (B)(4) 2009 in the form of a qa investigation summary. The production and qc documentation for lot number p0905, expiry date 01/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and qc documentation for lot number p0905, expiry date 01/2012 were reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.